Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. Customer states that numbers appeared on the screen. The insulin pump will not be returned for analysis.